Event description:
Impella 5.5 was implanted in a 64-year-old male with a history of coronary artery disease who was undergoing high-risk surgery. During the course of care, the patient developed a gastrointestinal bleed. There were no concerns regarding impella device performance. The patient was maintained on 5% dextrose in water with 25 meq/l sodium bicarbonate for purge solution and was not on heparin, which is acceptable per the instructions for use. Despite clinical management, the patient expired. The reported events include a peri-procedural adverse event, serious injury, major bleeding, and death.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. Based on available information, these complications are most consistent with the patient¿s comorbidity. Per the IFU, impella 5.5 is intended for short-term ventricular support and allows for either heparinized purge solution or sodium bicarbonate-based purge solution to maintain purge flow and prevent thrombus formation. The IFU emphasizes careful monitoring of anticoagulation and hemostasis, as patient-specific factors such as severe cardiac disease, hypotension, and critical illness increase the risk of bleeding and multiorgan dysfunction. Based on available information, there is no evidence of a causal relationship between the impella device and the reported gastrointestinal bleeding or mortality.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the bleed, the cause was not determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.